Manufacturer narrative:
As reported during an interventional procedure, the tip of the sheath introducer brite tip 7f 55cm str broke off inside the patient. The broken tip was able to be retrieved using a retrieval device. There was no report of patient injury. No further information is available at this time. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Voluntary medwatch # mw5069261.

Event description:
As reported during an interventional procedure, the tip of the sheath introducer brite tip 7f 55cm str broke off inside the patient. The broken tip was able to be retrieved using a retrieval device. There was no report of patient injury. No further information is available at this time.